Manufacturer narrative:
Device evaluation: the customer provided photographs and a video were received. Product evaluation was performed by an sme (subject matter expert) on the customer's movie and the two photographs. The two pictures showed a pseudophakic eye implanted with and iol claimed to be a dcb00 tecnis 1-piece with simplicity delivery system. The lens presented a dent/ mark on the edge of the lens outside the optical portion. This event is determined to be a known observation/ artifact likely resulting from the push rod coming in contact with the lens using required forces for the delivery to be successful. The root cause and further evaluation of the reported event can not be determined from a picture assessment. The complaint issue "cosmetic issues" was not confirmed during photo and movie evaluation. The observed "lens damage" is similar to the reported complaint issue (complaint coding may have been the result of the customer being unfamiliar with jjsv coding definitions). However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt to obtain additional information was conducted, however, there is no additional information available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a little tend on the side of the optic during a post-op exam on the patient's left eye. Daily activities is not significantly affected. The lens remains implanted at this time. Through follow up, it was clarified that the iol had little dents or bumps on the side of the optic edge (on the edge of thickness of the lens). The lens is still implanted and not scheduled for an explant. The patient is doing well. These dents do not affect the vision of the patient. No other information was provided.